Manufacturer narrative:
(B)(4). The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure wherein all devices were removed due to wound healing disturbances. The wound healing disturbances began to occur after a previous surgery. The reason for the wound healing disturbance is unknown.

Manufacturer narrative:
The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an explant procedure wherein all devices were removed due to wound healing disturbances. The wound healing disturbances began to occur after a previous surgery. The reason for the wound healing disturbance is unknown.